Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing lead impedance (pli) measurements of the right atrial (ra) lead that were greater than 3000 ohms, which was out-of-range. It was suspected that there was a disconnection with the spring contact with this device header. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).